Event description:
A facility reported an odor emitting from their sterrad 100s system. A healthcare worker (hcw) reported symptoms of itchy skin and "bad taste" when working with or near the sterrad 100s. The hcw did not seek medical attention or receive any medical treatment. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2012-00113 and 2084725-2012-00114.

Manufacturer narrative:
The investigation included a review of the device history record, service history, trending of the product malfunction code, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months ((B)(6) 2012) did not reveal a significant trend. The complaint trending for problem code ¿odor/smells¿ identified a significant trend over the past 12 months ((B)(6) 2012 ¿ (B)(6) 2013). This risk is considered as low as reasonably practical. The trending for problem code ¿human reaction¿ ((B)(6) 2012 ¿ (B)(6) 2013) revealed the risk is considered as low as reasonably practical. The shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. The injector pump and injector valve were returned and tested. The injector pump passed a test cycle. The reason for return of the injector pump was not confirmed. The injector valve was covered in residue and appeared clogged. The injector valve failed a test cycle. The reason for return of the injector valve was confirmed. Review of the tracking and trending data did not identify a trend for this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.

Manufacturer narrative:
(B)(4). The fse replaced the injector valve and an injector pump. The unit meets specifications and was returned to service on (B)(4) 2012.